Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged during an endoscopic third ventriculostomy (evt) procedure, the loop of the product detached during an attempt to grasp the guidewire and temporarily remained in the patient's body.a second product from the same lot was opened, allowing retrieval of the detached loop, and the procedure was completed using the opened guidewire. The patient injury was a temporary in-body retention.

Manufacturer narrative:
The suspect device was returned for evaluation. The used device was returned without its original packaging. Upon evaluation,used guidewire was found stuck in a 2.3f catheter. Snare head detachment was observed. It was suspected that likely cause of snare head damage could be excessive force applied during manipulation or retrieval. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.